Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On 03/11/2015, the following information was received by arjohuntleigh: on (B)(6) 2015 the resident was transferred from the bed to the chair and near the chair, however not yet over the chair, one staff member pulled down using spreader bar handle of the lift and when this occurred the resident's knee came in contact with the clip on the left side, forcing it off the spreader bar. This allowed the resident to tip to the left and slid out of the sling. As a consequence the resident received a small abrasion to the head probably caused by contact to the spreader bar. Stitches were not necessary.